Event description:
It was reported that the right atrial (ra) lead had dislodged post implant. The lead had been implanted and all tests were trending appropriately. The pocket was closed as usual. Upon interrogation of the device, it was noted that the "atrial sense" and "ventricular sense" were overlying, indicating the ra lead had fallen to the right ventricular (rv). Fluoro confirmed. The physician reopened the pocket and attempted to place the lead in a different location several times. After several attempts, the physician asked for a new lead as there was likely tissue build-up in the helix. The new lead was implanted and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The full lead was returned and analyzed and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.